Event description:
The user facility reported that they received positive biological indicator (bi) results from the self-contained bi included in a vpro sterilizer load. The instruments present in the cycle were used in patient procedures and the user facility administered antibiotics and monitored the patients per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit is operating according to specification. In addition, the facility monitors v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci results confirm the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Retain testing completed on a lot subject of the reported event evidenced passing results (negative results). The device history record also documents that the lot was manufactured to specification. The user facility reported that they are not checking the caps of the scbi prior to the capsule being placed in the pouch. Instructions for use states, "before use examine biological indicator vial to ensure cap bottom does not extend beyond top arrow on vial label and cap freely rotates." User facility personnel were also manually "capping" and "crushing" the scbi. Instruction for use states, "to seal and activate, place the scbi into the specially designed cavity of the scbi hp activator." The instructions for use further states, "caution: always use the activator to crush the media ampoule as incorrect activation may lead to use injury." The instructions for use further states, "if the process indicator did not change correctly, vaporized hydrogen peroxide did not come into contact with the scbi. Follow departmental procedures for reporting sterilization failures. Do not use items processed in the load. These items must be reprocessed." Steris conducted in-service training on (B)(4) 2012 on the proper use and handling of the scbi.